Manufacturer narrative:
The customer complaint of contamination on the lvp platen door was confirmed during a tpc site visit. The customer is encouraged to use a soft bristled brush to clean narrow hard-to-reach areas such as the platen to remove residue. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported during a tpc site visit that the cleaned devices were observed to have contamination on the lvp platen door. There was no patient involvement.